Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. In 2005 the calcified target lesion was located in the tortuous left anterior descending (lad) artery. Both a 3.0 x 20mm and a 3.5 x 20mm voyageur balloon were used to predilate the lesion. A taxus express2 3.0x32mm drug eluting stent was advanced but was unable to cross the lesion. When the stent was pulled back into the guide, the end of the stent was damaged. A 3.0x12mm vision was used to complete the brochure. There were no reported patient complications.